Event description:
Breast implant illness. I have been sick since I got breast implants 9 years ago. I get itchy rashes around breast that won't go away. My stomach bloats like I'm 6 months pregnant. I have diarrhea sometimes 10 times a day and stomach pain, joint pain, body odor. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).